Event description:
Pt had a catheter inserted on 8/26/93 to improve venous access for chemotherapy. On 2/8/94 pt returned to facility for removal of catheter subsequent to breakage. History of physical described pt as presenting with chest pain at time of last chemotherapy treatment on 1/26/94 at another facility. Chest x-ray revealed that portion of the catheter had broken off and become lodged in right ventricle. Pt was taken to cath lab for removal of broken catheter piece from right ventricle. Pt returned to hosp on 2/8/94 for removal of remaining catheter.